Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1fwzb, implanted: (B)(4) 2017, explanted: (B)(6) 2019, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 30-mar-2021, UDI#: (B)(4). Date of event: date is approximate with month/year validity. Both products in this report: 3058, serial number: (B)(4) and 3889-28, lot number: va1fwzb. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported the device was replaced due to issues with it not working: the lead had broken and it kept turning off and on/ kept shutting off and on. The ins was replaced on (B)(6) 2019. There were no further complications reported.